Manufacturer narrative:
The company representative replaced the drive manifold assembly (p/n: 0104-00-0018) and performed the full functional and safety checks on the iabp. The iabp met the factory specifications and was returned to the customer. Note: refer to MDR 2249723-2014-00 (internal complaint# p-12-00557) for the first occurrence on the same iabp. (B)(4).

Event description:
During the service performed by the customer, the iabp generated a k6, k6a, k7 and k8 "leak test failure #3" (+/-20mm hg). No patient was involved.